Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic nephrectomy the user noted the tip of the device was damaged. The broken pieces were fallen into the patient's abdominal cavity. All pieces were retrieved. Another device was opened; however, they noted again that there was a crack on the device. The crack was reinforced with a tape and the device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The clevis pieces were disengaged and not received. The knob to expand the blades functioned properly; the blades could be expanded fully. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The instructions for use (IFU) includes specific instructions for the proper use of the instrument, as well as warnings and precautions to avoid damaging the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.